Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in (B)(6) 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Please disregard all previous reports submitted under this MFR report # as they were submitted in error.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: g3: updated date to acknowledged correction date, not date of awareness.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in august 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in august 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The customer indicated the product has been returned; however, no product has been received at this time. An investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. This is a 1 of 3 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The customer indicated the product has been returned; however, no product has been received at this time. An investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. This is a 1 of 3 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported switching to the abbott diabetes care (adc) device in august 2024. Since this time, the customer reported the sensors have repeatedly failed, not lasting the full 14-days, failing anywhere from 3-days up to 10-days of wear. The customer further stated they have sent back all sensors to the manufacturer for evaluation. Adc customer service successfully reached the customer's caregiver who indicated multiple sensors have been replaced in the past six months and recommended abbott review quality control. Adc customer service recommended the customer to consult with their healthcare professional (hcp) for alternative methods for monitoring their glucose levels if the issue persists. Based on the information provided, there was no report of serious injury associated with this event.